Event description:
The catheter kinked during the procedure. The kink was removed via manipulation of a diagnostic guidewire. There was no reported injury to the pt. Note: the 4.0 catheter from this multi-pak was in use at the time of the event.